Event description:
It was reported that during a lap cholecystectomy procedure with a cholangiogram the device was broken in the usual fashion. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the specific issue that occurred with the device? Did device not fire clips? Did device not feed clips? Did device drop and eject unformed clips before even firing? Did device fire malformed or unformed clips? Did device jam? The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. The device was functionally evaluated and upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.